Event description:
It was reported that after implant surgery the patient had felt much better than before the procedure. However, on (B)(6) 2012, the patient did a recheck at the hospital and CT scan showed "lead kink and moved from the lesion." The lead was explanted on (B)(6) 2012. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3389-40, lot# 0206043979, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).